Event description:
Recently, the company was informed that surgery was performed on (B) (6) 2008 to reposition the patient's device.

Manufacturer narrative:
The patient's device remained implanted. This is the final report.